Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had set lines and bar codes on screen and could not clear it. The customer¿s blood glucose level was 329 mg/dl at the time of the incident. Troubleshooting was performed. Customer also stated that insulin pump shows the lines and bar codes every time to perform a rewind or even a selftest. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, however failed self test due to defected electronic panel noted.